Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 37 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Reportedly, customer received a black eye. Customer attempted to self treat by administering a glucagon injection; however, was treated intravenously with fluids of saline and insulin in the ER. Customer was released from the hospital on (B)(6) 2022 with no permanent damage.